Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined. Death is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (lad) artery with mild calcification. A 2.5x12 mm rx trek balloon dilatation catheter (bdc) was used for pre-dilatation and a 3.0x18 mm xience pro stent was implanted in the mid lad. No issues were noted during the procedure during use of the devices. The patient had low blood pressure during the procedure prior to use of the trek bdc and dobaitamine IV injection was given as treatment. There was no clinically significant delay in the procedure. After the procedure, the patient died within four hours. The cause of death is not known and it is not known if the xience pro stent was patent at the time of death. The physician does not think that the 3.0x18 mm xience pro stent that was implanted caused or contributed to the patient's death. No additional information was provided.